Event description:
It was reported that the patient was intermittently dependent on the device for normal function and experienced dizziness and near syncope. It was noted that noise resulting in pauses was observed on the right ventricular (rv) lead and high capture thresholds were observed on the right atrial (ra) lead. Testing revealed a worsening ejection fraction; therefore, the physician opted to upgrade to a biventricular system. The rv and ra leads were capped (B)(6) 2025 and replaced. The patient was in stable condition following the procedure.